Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the artline/transducer set was found to be leaking blood from the main tubing that leads to the septum. No patient injury to report. A new set was used to finish the hemodynamic monitoring for the adult patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
An error in box was identified during internal review of this MDR. This has been corrected in this report.